Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient reported a decreased in sound quality on electrodes 6, 7, 9, 10, 11 and 12 with fluctuations in access to sound. In situ testing showed 5 electrodes with increased impedance. The patient was re-implanted on (B)(6) 2015.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or malfunction, which is expected to have been present whilst implanted. The patient reported having poor sound quality with the device with fluctuating sound levels. The patient's surgeon decided to re-implant as this user had used his ci for well over 10 years. Damages found during device investigation are most likely related to the explantation surgery. The device works within normal limits during investigation. This is a final report.

Event description:
The patient reported having poor sound quality with the device with fluctuating sound levels. The patient has been re-implanted..